Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer had ongoing issues with ion selective electrode (ise) results and received questionable results for multiple patient samples. The customer had replaced the ise pump, ise mixtower, and all of the probes. She primed the ise calibrators, calibrated successfully, and ran qc which was good, so she started running patient samples. Later in the day, a nurse asked for a repeat testing on another assay and the ise results did not agree. The customer repeated all samples on a modular analyzer and an avl analyzer. One example was provided of an initial sodium result of 150 mmol/l and a repeat result of 126 mmol/l. Specific data was provided for an additional 17 patient samples. Of this data, only the following results were discrepant. Patient sample 1 initial sodium was 141 mmol/l and repeat result was 131 mmol/l. Patient sample 2 initial sodium was 137 mmol/l and repeat result was 131 mmol/l. Patient sample 3 initial sodium was 139 mmol/l and repeat result was 121 mmol/l. The initial chloride result was 100 mmol/l and the repeat result was 90 mmol/l. Patient sample 4 initial sodium was 137 mmol/l and repeat result was 126 mmol/l. Patient sample 5 initial sodium was 139 mmol/l and repeat result was 131 mmol/l. Patient sample 6 initial sodium was 138 mmol/l and repeat result was 132 mmol/l. Patient sample 7 initial sodium was 142 mmol/l and repeat result was 119 mmol/l. The initial chloride result was 104 mmol/l and the repeat result was 89 mmol/l. Patient sample 8 initial sodium was 139 mmol/l and repeat result was 127 mmol/l. Patient sample 9 initial sodium was 143 mmol/l and repeat result was 132 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer issued approximately 10 corrected reports. The customer was not aware of any patient being treated based upon an erroneous result. There was no adverse event. The electrode lot numbers and expiration dates were requested, but were not provided. The customer stated later in the day someone reseated the ise mixtower and performed flow checks, calibrated, and then ran qc every hour and it was fine. The customer refused a service visit and stated the issue was resolved by their actions.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.